Manufacturer narrative:
This device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to artis zee systems whose 510(k) number is k181407. Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii ceiling. During an emergency procedure, the user reported that no x-ray was possible. The patient was relocated to another hospital and the procedure was continued there. We have no indications of any adverse effects on the health status of the involved patient. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
The investigation was completed by our experts. In this case, a more in-depth and verifiable analysis of the reported issue was not possible. Siemens local service was not involved in this case, and the customer did not provide log files or further information necessary for investigation. The system was repaired by a third-party service provider without siemens involvement. No information was shared about the repair/service. The exact root cause of the underlying problem could not be determined. Due to the above circumstances, the problem described in the complaint was evaluated on the basis of the available data and expert opinion. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation.